Event description:
Information was received that this left ventricular (lv) lead was exhibiting pacing threshold. The lv lead was surgically abandoned and was replaced with a new one. No adverse patient effects were reported.

Manufacturer narrative:
Na